Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was getting poor coverage with the spinal cord stimulator. It was found that most of the lead contacts were not functional. The patient will undergo revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was getting poor coverage with the spinal cord stimulator. It was found that most of the lead contacts were not functional. The patient will undergo revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Device malfunction was suspected. Sc-2218-50 sn (B)(4): device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. Sc-4316: device evaluation indicated that visual inspection revealed the anchor had one fractured eyelet with missing a small piece silicone. Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 16519795, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was getting poor coverage with the spinal cord stimulator. It was found that most of the lead contacts were not functional. The patient will undergo revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that everything was taken out. The physician suctioned the missing small piece of silicone when he cleaned the incision, and threw out the remaining piece of eyelet. It was believed that the fracture happened during the procedure.

Event description:
A report was received that the patient was getting poor coverage with the spinal cord stimulator. It was found that most of the lead contacts were not functional. The patient will undergo revision procedure wherein the leads will be replaced.